Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, upon interrogation of device, an alert for charge time limit exceeded was observed. A generator replacement was recommended. Patient lives in another city and elected to have the generator change there instead. No further information available.

Event description:
New information received: patient presented remotely via merlin.net transmission showing long charge time. Device replacement was discussed. Patient was to be brought into the clinic to discuss device replacement procedure. No further information available.